Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion and had heat. It was determined that the device failed cutter insertion due to worn out and damaged bearings that were no longer in axial alignment, which did not allow for the cutter to pass through. It was determined that the device failed for temperature because the bearings were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the burr device could not be inserted into the attachment device. During in-house engineering evaluation, it was observed that the device failed cutter insertion and had heat. There were no delays in surgery as a spare device was available. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.